Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches with the alleged event. The device inspection revealed the following: the received drill shows traces of use. Dents are observed on the cutting edges of drill and edges are blunt, which is due to intense use of the drill. The drilling spiral of the drill returned is completely sheared off at the level of approx. 45 mm from the beginning of the spiral. The breakage surface shows a smooth structure. Plastic deformation along the breakage surface is not found. The drill was broken because it impacted the previous broken screw that was retained from the previous hardware failure. According to information received, the issue was noticed during supracondylar nail for revision fixation of failed distal lateral femoral plate, which was completed successfully. The broken off part remained in the patient. The drill worked for the first 3 holes. The 4th hole was drilled but it impacted a broken screw that was retained from the previous hardware failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by improper handling (the 4th hole was drilled but it impacted a broken screw that was retained from the previous hardware failure.) If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the 4.2 x 340mm drill bit broke while drilling the last of 4 distal locking holes (most distal hole of scn: number 4). The drill worked for the first 3 holes. The 4th hole was drilled but it impacted a broken screw that was retained from the previous hardware failure. The previously broken screw was subsequently removed and upon re-drilling the 4th screw hole, the drill bit broke leaving roughly 45mm of broken drill bit in the patient. Surgeon elected to leave the tip of the drill bit the patient. Surgeon then completed the drilling of the 4th hole with the broken drill bit. It was further reported that the case finished successfully without incident and total case delay was 2min.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the 4.2 x 340mm drill bit broke while drilling the last of 4 distal locking holes (most distal hole of scn: number 4). The drill worked for the first 3 holes. The 4th hole was drilled but it impacted a broken screw that was retained from the previous hardware failure. The previously broken screw was subsequently removed and upon re-drilling the 4th screw hole, the drill bit broke leaving roughly 45mm of broken drill bit in the patient. Surgeon elected to leave the tip of the drill bit the patient. Surgeon then completed the drilling of the 4th hole with the broken drill bit. It was further reported that the case finished successfully without incident and total case delay was 2min.